Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent and the symptoms were observed in three or more hours after insertion and it has been in use for eight to twelve hours and patient first went to emergency room (ER) and was subsequently hospitalized due to high blood glucose levels which was treated with intravenous (IV) and fluids of saline and insulin on (B)(6) 2026.